Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and did not find any malfunction. The cse ran patient samples and the results were concordant. A siemens headquarters support center specialist reviewed the sample data and indicated that the customer may have run incorrect patient sample for the initial run. The cause of the discordant, false non-reactive toxoplasma igg result for one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained a discordant, false non-reactive igg antibodies to toxoplasma gondii (toxoplasma igg) result on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The patient was undergoing treatment with spiramicin due to a previous reactive toxoplasma igg result. Treatment was not affected by the discordant result. A new sample was obtained from the patient and was tested on the same instrument, resulting reactive. The customer repeated the original sample several times and the redraw sample on the same instrument, resulting reactive. The customer then repeated the redraw sample using alternate methodologies, also resulting reactive. The result from the alternate methodology indicated that the infection had contracted prior to the beginning of the pregnancy, at which time the treatment was stopped. The corrected results were reported to the physician(s). There are no known reports of adverse health consequence due to the discordant, false non-reactive toxoplasma igg result.

Manufacturer narrative:
The initial MDR 2247117-2017-00015 was filed on february 7, 2017. Additional information (02/08/2017): additional information has been updated, stating that "spiramicin treatment was started on (B)(6) 2017 and stopped on (B)(6) 2017."

Event description:
Spiramicin treatment was started on (B)(6) 2017 and stopped on (B)(6) 2017.